Event description:
The manufacturer received information alleging a customer stated that during setup the unit alarms o2 regulation message on screen of the trilogy ev300, USA device. The customer reported the issue, and biomedical staff confirmed that the o2 source and hose were functioning properly during testing. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The fse replaced the device's oxygen blender module (obm) subassembly to address the issue. A complete pvt as per the mfg's specifications was performed. All tests and calibrations were found to be in spec or passed tests. Device placed back into full clinical service, ready for patient use.